Event description:
(B)(4). I was implanted with a medical device implant called essure on (insert date). (B)(6) 2012 this medical device implant is now manufactured by bayer, formally by conceptus inc. My model number is ess305 or ess205. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. -extreme pelvic pain. -nausea. -extreme pain during intercourse. -forced to leave military after 14 years of service due to inability to work. I have been seen by 3 doctors. The device was removed on (B)(6) 2014 and the pain has not stopped. The device was not returned to the manufacturer.